Event description:
Incident as reported: total laparoscopic abdominal hysterectomy- "dr. (B)(6) chose an optical entry at umbilicus as her method of abdominal access. It should be noted the pt had multiple abdominal surgeries prior to this one. These include cesarean section and bowel resection as a youth. Dr. Preceded with a 5x100mm bladeless kii trocar. During entry the doctor noticed fluid in the obturator. She paused, removed the trocar and then reinserted trocar to find same thing. She questioned the fact that she may have entered bowel but was not sure. After a few moments of conference with assistant surgeon, she decided to continue procedure in an open abdominal fashion. At this point, I left the room. It was reported she continued and finished the hysterectomy portion of procedure. Approx 2 1/2 hrs. Then called a general surgeon in to help repair the injured bowel."

Manufacturer narrative:
Incident device was not returned for eval and no lot number was provided. A risk assessment profile is being performed by engineering in order to further investigate this incident.